Event description:
It was reported that during an unknown procedure, the device fired, but did not form. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.